Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the transmitter and the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump passed the displacement test. Unit failed to pass the self test due to partial display. Pump communicated and calibrated properly with test guardian link transmitter. Unit was downloaded using thump pump was cut open to perform visual inspection and there is evidence of moisture damage found on the electronic assembly, force sensor and motor. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, scratched case, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay. P-cap was attached and locked into place properly. No communication pump to transmitter is not confirmed. Partial display is confirmed due to moisture damage on the lcd connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.